Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer stated that the device was buzzing. He customer stated that the screen of the insulin pump went black after reinserting the batteries. The customer's blood glucose level was 106 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. No black full screen, unexpected buzzing or audio/beep anomaly noted during testing. Unable to verify the watchdog timeout alarm, display anomaly or perform the functional testing or test the operating currents due to the blank display. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.